Manufacturer narrative:
The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The postoperative adverse events reported during the course of the pivotal clinical study through the 12-month visit: needling procedure7 21 (32.3%) - in the (B)(4) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results.

Event description:
Healthcare professional reported after patient implanted with xen in left eye, intraocular pressure remained high so patient underwent trabeculectomy on (B)(6)2015 and additionally received a needling procedure on (B)(6)2016 due to high intraocular pressure. On (B)(6)2016, "ato 10 mmhg < target." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported after patient implanted with xen in left eye, intraocular pressure remained high so patient underwent trabeculectomy on (B)(6) 2015 and additionally received a needling procedure on (B)(6) 2016 due to high intraocular pressure. On (B)(6) 2016, "ato 10 mmhg < target." Device remains implanted.